Event description:
This case was reported by a consumer and described the occurrence of application site infection in a (B)(6)-year-old female pt who received breathe right nasal strips (breathe right nasal strips extra) strip for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started breathe right nasal strips (topical). At an unknown time after starting breathe right nasal strips, the pt experienced application site infection, application site skin tear, holes in skin at application site, soreness at application site, application site redness and device misuse. The pt reported that she did not use water to remove breathe right extra nasal strips (device misuse). This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were unresolved. Breathe right nasal strips extra is manufactured in (B)(4). The lot number for this product is 3610xx692500. (B)(4).